Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle did not staple. Tissues not cut and not stapled. Change of the reload didn't solve the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the handle did not staple. Tissues not cut and not stapled. Change of the reload did not solve the problem. Take another handle to complete the case. There was no patient injury.